Manufacturer narrative:
(B)(4). Results: incomplete-interrupted cycle. The analysis results found that the device was received in good visual condition and with a cartridge loaded on the device. The returned reload was partially fired 1/2 which indicates that the device's firing cycle was interrupted. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device would not open. A second device was used to complete the procedure with no patient consequence. After speaking with the nurse in the procedure, there is no further information available. There was no patient consequence.